Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented on (B)(6) 2021 for a system implant. During the procedure, it was noted that placement of the left ventricular lead was unsuccessful, and that saline leakage was confirmed from the lead body tubing prior to repositioning. The lead was explanted and replaced without further consequences. There were no patient consequences.